Event description:
On (B)(6) 2011, the patient reported experiencing a bent infusion set cannula and elevated blood glucose of 345 mg/dl. His normal blood glucose level is 120 mg/dl. He injected insulin via syringe to lower his blood glucose. He stated, he inserts the infusion set headset manually. The patient did not require treatment from a health care professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.